Event description:
It was reported that during the attempted implant the lead perforated the myocardium. High capture threshold and low r-wave amplitudes were noted. The lead was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.